Event description:
It was reported that the customer's last blood glucose level was 8.9 mmol/l. Customer's blood glucose was 15 mmol/l last night. Customer stated that she is never this high. Customer stated that there was no physical damage to the pump and the drive support cap was okay. Customer stated that the insulin did exit with manual prime and there were no leaks. Customer was unhappy and stated that she thinks that the same reservoir has been in the pump for 10 days. There have been no alarms that have gone off. Basal rates have changed recently since the customer was losing weight. Customer was insistent and would like the pump to be sent back for analysis and replaced. No additional information provided.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.